Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, customer reported a damaged plastic tab at the back of the autopulse li-ion battery. No known impact or consequence to patient information was available. During shift check, the autopulse li-ion battery (sn (B)(4)) was unable to power up the autopulse platform; battery status indicator showed 4 green led. Platform was able to power up using different batteries. Battery was not tested on the autopulse multi chemistry charger(mcc). No patient involvement.